Event description:
It was reported that the target lesion (99% stenosis) in the proximal right coronary artery (rca) was treated with two promus stents (2.50x38, 2.50x12) on (B)(6) 2009. Post dilatation was performed with 0% residual stenosis. The patient was discharged on (B)(6) 2009 with aspirin and clopidogrel prescribed. On (B)(6) 2010, the patient experienced class IV angina and 90% in-stent restenosis was diagnosed in the proximal rca extending to the mid rca which was treated with placement of two promus stents (2.5x25 and 3.0x28). On (B)(6) 2013, the patient underwent angiography without revascularization which revealed chronic total occlusion of the rca. On (B)(6) 2013, the event resolved with residual effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The additional three promus stents referenced are being filed under separate manufacturer report numbers. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. (B)(4) - indication for use. There were no reported product deficiencies and the stent remains in the anatomy. Occlusion is listed in the promus everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed medwatch, new information received states that revascularization for treatment of instent restenosis and occlusion of the rca with the direct stenting of additional stents was performed on (B)(6) 2013. The patient was discharged on (B)(6) 2013.

Manufacturer narrative:
(B)(4).